Event description:
The handpiece was returned to the manufacturer for service, and during the evaluation, the device changed direction on its own before going into safe mode. There was no pt involvement at the manufacturer during this event. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the manufacturer for service. During the evaluation, the device changed direction on its own before going into safe mode. Based on the investigation details, the likely cause was problems with the e-box, toggle, digital trigger hall, and magnet.